Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no observations were found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. Data related to the customer complaint was observed during share log review. The reported issue of failed transmitter error was confirmed. A root cause could not be determined.